Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient passed away after developing multi-system organ failure and ischemic bowel in the several days following pump exchange. The patient went to the operating room (or) for bowel resection. The patient continued to deteriorate and the family decided to withdraw care. It was unknown if the death was device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (multi organ failure, ischemic bowel, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center developed multi system organ failure and ischemic bowel in the next several days after a pump exchange on (B)(6) 2021. The patient then went to or for bowel resection. The patient continued to deteriorate and family decided to withdraw care. The patient subsequently expired on (B)(6) 2021. The center was unsure if the expiration was device related. The center reported that heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists death as an adverse event that may be associated with the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report addresses the patient death on the new pump post exchange. MFR report # 2916596-2021-03742 addresses the first pump that was exchanged for potential obstructions. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report #2916596-2021-03742. It was reported that the patient had an acute drop in flow which required more than 1 hour of cardiopulmonary resuscitation (CPR). Veno-arterial extracorporeal membrane oxygenation (va ECMO) was placed at their bedside. Vad flow remained at 0.0lpm. The lactate dehydrogenase (ldh) level was greater than 2000. A review of the log files revealed the low flow began when the patient's set speed was lowered to 4400 rpm and then to 4000 rpm. This occurred on (B)(6) 2021 at 21:27:03. On controller review, the low flow began at 2109 which is when the site started coding her. Initially the team was concerned about rv failure so they lowered speed. Additional information revealed that the patient underwent pump exchange on (B)(6) 2021 due to questionable pump obstructions. The original outflow graft remains in place. The patient passed away on (B)(6) 2021. The cause for the low flow alarms and elevated ldh was not identified.